Manufacturer narrative:
Interaction panel (ip) esm was found defective and replaced. Issue is resolved.

Event description:
Hamilton medical ag received the following description: lines on ip during start up. Unable to see anything on the screen.